Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, biometric identifier blue light was constantly on. However, there were no delays or adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-may-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the biometric identifier light was intermittently working. A field service engineer powered off the station and reseated all cables, then powered the unit back on and tested the biometric identifier, the indicator light remained off until a login attempt was made, had the customer log in and out multiple times and also had a nurse test fingerprint login, confirming that the biometric identifier functioned correctly and authentication worked as expected with no further issues observed. The system functioned as intended after the field service engineer repaired the device.